Event description:
It was reported that patient enrolled in clinical study and underwent total knee arthroplasty on (B)(6) 2010. A subsequent revision of the ploy bearing was performed (B)(6) 2013 due to instability secondary to a traumatic mcl injury. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "excessive, unusual and/or awkward movement and/or activity, trauma, excessive weight, and obesity have been implicated with premature failure of the implant by loosening, fracture, dislocation, subluxation and/or wear."